Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lv lead had an apparent fracture, unacceptable thresholds, and had possibly dislodged. Attempts to remove the lead were unsuccessful, therefore the lead was cut and capped. No patient complications were reported as a result of this event.